Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling, no flow was observed through the tubing of a small volume infusor. This event occurred during priming. The reporter stated that the air was not able to be removed from the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.